Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motion sensor test failure alarm. The customer's blood glucose level was unknown. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor (gold). The motor was tested outside of the device and passed. Unable to confirm a broken force sensor was detected during seating or regular delivery alarm due to motor error alarm.